Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise on lead. Lead check flipped to unipolar due to low impedance. Full lead evaluation recommended. No adverse patient events were reported. Lead remains implanted. Should additional information become available, this file will be updated.